Event description:
Sales rep reported that sets come apart at unk location. Further follow up with account revealed that the male luer adapter comes off of the tubing. There was no pt injury nor medical intervention required. No further details are available regarding this incident.